Event description:
At about 2 months after the primary surgery, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly swap and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 2102542: 125 items manufactured and released on 08-apr-2021. Expiration date: 2026-03-22. No anomalies found related to the problem. To date, 106 items of the same lot have been sold with no similar reported case during the period of review.